Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 123 mg/dl. The customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. They stated that the time on the insulin pump was advancing. The insulin pump also received failed battery alarms even after going through multiple batteries for a last couple of days. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with an unresponsive keypad and isolated to the insulin pump casing/keypad. Unable to perform the displacement test, sleep current test, active current test and self test due to unresponsive keypad. Failed battery test unknown. Frozen screen unknown.